Event description:
It was reported that the patient with this pacemaker experienced shortness of breath and dizziness. Boston scientific technical services (ts) reviewed the reports and noted that the minute ventilation (mv) and accelerator programming was rather sensitive. Additionally, there were inappropriate atrial tachy response (atr) episodes, which may have contributed to the symptoms. The inappropriate atr was caused by farfield oversensing. Ts recommended reprogramming and troubleshooting actions. The device remains in use. No additional adverse patient effects were reported.